Event description:
During the final phase of a transfer, the pt fell out of the sling due to the sling sliding out of its location on the sling bar. Pt suffered a cranial trauma without neuro complication and also a left shoulder trauma.

Manufacturer narrative:
This incident happened likely due to that the sling loops were not correctly applied to the sling bar. The instruction guide, (B)(4), states: "before lifting, always ensure that the sling's strap loops are correctly attached to the sling bar hooks when the sling straps are properly extended, but before the pt is lifted from the underlying surface. If this instruction is following it is not possible for the sling strap loop to come out of the sling bar hooks.